Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, or occlusion alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.2 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized on (B)(6) 2025, due to hyperglycemia. Blood glucose levels were reported to be 539 mg/dl, while wearing the pod on the arm for approximately 4 to 24 hours. It was noted that the patient administered a bolus dose but did not consume a meal. An occlusion alarm was also reported. Symptoms included vomiting. The patient received treatment with intravenous fluids and an insulin drip. It was further reported that the patient¿s potassium levels were found to be low, and she was advised to follow up with her health care professional for further evaluation. According to the patient, hospital staff removed the pod and reported that no needle was visible. The patient was discharged from the hospital on (B)(6) 2025.